Event description:
The customer reported via phone call that his endocrinologist advised him to request another insulin pump. Customer was currently off the pump due to the pump cutting off and not being able to download any reading at the health care professional's office. Customer was receiving no delivery alarms. Customer stated that the pump was shutting off and going to a bluish black screen. Customer stated that the basal rates were not delivering correctly and the endocrinologist could not download the pump's information. Customer mentioned he had a signal issue with his phone and the call was dropped. Customer agreed to have a loaner pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.